Manufacturer narrative:
One pneupac® babypac¿ ventilator was returned for investigation. Visual inspection of the returned device revealed that the peep/CPAP control dial did not align with the detent calibrated mark or the minimum and maximum positions. Additionally the peak inspiratory pressure control did not align with the detent calibrated mark. The blanking cap was also observed to be missing from the rear of the device. During functional testing, the oxygen concentration was found to be higher than the specified limit at 50 percent; however, this observed issue would not have resulted in the reported changes in the pressured delivered by the ventilator. All other functions were found to be correct and within specification. The device was set to run for a period of time and no change in pressure was observed. During functional testing, the device was also placed in different positions to ensure that the device orientation had no effect. The device was then disassembled and it was noted that the screw which held on the side plate, was loose. It was also noted that the packing was missing from inside the device. The diaphragm cover plate was removed from the flowblock and the diaphragms were removed. Wear was evident on the diaphragms. The poppet seat was then removed and the valve assembly was found to be worn which may have caused a slight leak which resulted in the oxygen concentration to be higher than tolerance. Investigation was unable to confirm the reported fluctuations in pressure with the ventilator. (B)(4).

Event description:
It was reported that the pneupac¿ pneupac® babypac¿ ventilator was in use with patient in transit with a frequency setting of 28 breaths per minute. The reporter stated the setting changed to 38 breaths per minute and user had to adjust the setting back to 28 breaths per minute. Later (approximately 1 hour in use with this patient), the patient showed instability and user performed manual ventilation using an ambulatory bag. The user then noted the ventilator breaths per minute setting had changed to 18 breaths per minute with an associated dip in oxygen saturations. The ventilator was then adjusted back to 28 breaths per minute and oxygen was set to 100%. The patient fully recovered. No permanent adverse effects to patient reported.